Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead threshold has risen since the patient's last follow up. Reprogramming was done to help promote device longevity. The lead remains in use. The patient is a participant in the adaptresponse clinical study. No patient complications have been reported as a result of this event.